Event description:
It was reported that the patient experienced ineffective therapy with both the scs and drg systems. It is unknown which lead was at fault. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both systems were explanted.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.